Manufacturer narrative:
(B)(4).

Event description:
Customer reported via phone call that the reservoir compartment of the insulin pump was broken. Customer was changing the reservoir and noticed that a plastic piece came off. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The insulin pump was replaced and customer agreed to return the product for analysis.